Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow during pre-use checkout. There was no patient involvement reported.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The air flow control valve was recommended for replacement to resolve the issue. No report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.